Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number reported as 7534093 but cannot be verified. This lot #7534093 has not been verified, there is no lot of 312.160 in docusphere with this lot number. No lot in jde has been received with this a supplier lot #7534093. Lot #7534093 is associated in docusphere with (B)(4) received in (B)(4) 2013. Device is an instrument and is not implanted/explanted. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: lot number 7534093 was verified with reporter, but it is an invalid lot number for part 312.160. No device history review can be completed. Product investigation: one 1.25mm drill sleeve was returned (part 312.160, lot 7534093, mfg date unknown) with the complaint that ¿the wire guide was found incomplete - it reportedly needs a spring.¿ upon receipt of the device it was seen that the spring is missing, the sum of the device is in good condition. This complaint is confirmed. The drawings for this device were reviewed. The design, materials and finishing processes for this drill sleeve were found to be adequate for the intended use of this device. It is not known what caused the spring to become lost, however this part is sold on its own and could be replaced. This complaint is confirmed as the spring is missing from the drill sleeve. The root cause of this complaint is indeterminate. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(4) as follows: it was reported that a wire guide was found incomplete - it reportedly needs a spring. This was discovered prior to the case, a loaner set was ordered and used for the case. This report is 1 of 1 for (B)(4).